Manufacturer narrative:
The contact reports that the patch had detached, medical records have not been provided and without contact information we are unable to request additional details, as such at this time we are unable to investigate a root cause for the alleged detachment of the patch. Recurrence is a known inherent risk of the procedure and is listed in the adverse reaction section of the IFU as a possible complication. The maude event report did not include a lot number, therefore a review of the manufacturing records is not possible. Additionally, the report did not include any contact information for the patient, therefore we are unable at this time to request additional event details. Based on the limited information provide no conclusions can be made. Should the patient contact davol with additional information, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5067351): alleged "I had a hernia mesh implanted in 2011. Kugel patch md oval 0010105, then on (ni/ni) 2012 I had a recurrent hernia. I went to a dr. And he told me that the patch had detached and that's why I got pain, nausea and occasional vomiting with dizziness!!! "